Event description:
The customer reported that imprecise progesterone results were generated on a unicel dxl800 access immunoassay system for eleven patient samples. Beckman coulter inc assessment of customer supplied data indicated that eight of the supplied patient initial and repeat results collectively met the precision claims of the assay and hence were not regarded as erroneous/imprecise. Three patient samples possessed initial and repeat results (which were performed on the same instrument) and collectively exceeded the precision claims of the assay. The progesterone results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Assay quality control results recovered within the customer's established specifications. No sample collection/handling information, or additional system performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched for this event. The customer was supplied with a different reagent lot. A definitive root cause has not been determined to date.